Event description:
Customer reports his right leg broke out in a rash from wearing a (B)(6) knee brace for about 8-10 hours. Reports he removed before bed and the next morning, he noticed a rash that varied from weeping blisters to redness and swelling in the area where the brace touched his skin. He took a shower and applied anti-itch cream. He went to the doctor who gave him a steroid injection and an antibiotic prescription. Currently the reaction is resolving.

Manufacturer narrative:
Evaluation: product was not returned to manufacturer. Product was not returned for evaluation. No conclusion can be drawn.